Event description:
Spontaneous report. Nurse reports "I saw patient in the emergency room today due to pump malfunction. She reported that she was having pump issues since friday 5/17. She reported "non disposable clamp alarm". She was unclear if her ivr wasn't infusing since friday. Her backup pump was infusing with no issues in the ER. I tested pump serial #(B)(6) and it was not infusing." Patient reports pump was displaying battery not in, pump won't run when it the battery was actually in. Patient primed the tubing but pump is not making the normal sound which shows it is infusing. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump at time alarm occurred unknown. No additional information was provided. Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? Pt has a gap in therapy of about 12 hours, no clinical harm reported. If yes, was any medical intervention provided? Patient went to the emergency room for infusion. Is the actual device available for investigation? ¿ yes, upon patient return. Did we replace device? ¿ yes. Did the patient have a backup product they were able to switch to? ¿ yes. If yes, was the patient able to successfully continue their infusion? -yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing until patient receives new pump. Reported to (B)(6) by: health professional.